Event description:
It was reported that during implant, device interrogation revealed loss of capture, loss of sensing, and helix issue being difficult to unfold and fold on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.